Event description:
A problem with the recharging system was reported. It was reported that the patient fell asleep while recharging and woke up with a "red welt" . The healthcare provider informed the patient that the welt was a burn. The patient noted laying on the recharger belt during recharging.